Manufacturer narrative:
The t:slim g4 pump user guide instructs the user to charge the pump for a short period of time every day (10¿15 minutes), and to also avoid frequent full discharges. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut down due to normal battery depletion. The customer's blood glucose (bg) level was 577 mg/dl and was addressed via a manual injection. Tandem technical support assisted the customer with turning the pump back on and the customer verified that the pump was functioning properly.